Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and was unable to prime during prime test, due to protruded and or loose drive support disk. The device had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump is not showing any numbers on the screen, but the insulin pump is delivering drops of insulin. Customer's blood glucose level at the time 358mg/dl. Troubleshooting occured. No additional information was provided.